Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03780. 0001825034-2019-04426. 0001825034-2019-04427. 0001825034-2019-04425. 0001825034-2019-04428. 0001825034-2019-04429. 0001825034-2019-04430. 0001825034-2019-04431. 0001825034-2019-04432. 0001825034-2019-04433. Concomitant medical products: 150410, oss tibial poly bearing 12mm, lot # 520820, 150467 oss 9cm diaphyseal segment, lot # 289150, 150476, poly tibial bushing, lot # 143560, 150477, poly femoral bushing, lot # 050320, 150478, oss poly lock pin, lot # 143560, 150465, oss 5 cm diaphyseal segment, lot # 508870, 150479, oss reinforced yoke, lot # 125790, 150367, oss cemented im stem, lot # 240470, 150480, oss axle, lot #178390. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 7 years post implantation, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.